Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Labeling review finds the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services regarding assistance with a system error (se) 2240 while using the homechoice (hc) during drain 1 of 4. Hp had disconnected from hc and pressed go to resume therapy prior to reconnecting causing error. The technical service representative (tsr) had hp disconnect using aseptic technique and cycled power to clear se 2240. The tsr advised the hp to notify the peritoneal dialysis registered nurse (pd rn) and to start over with new supplies. During a follow-up call, the hp stated he did not start over with new supplies that night. The hp did contact his pd rn to let her know about the alarm and missed therapy. The hp stated he resumed therapy on the cycler the following night. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.